Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. The device was not kept by the customer for evaluation. If additional information is provided, we will send a supplemental report with the information. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the console indicated that there was a catheter restriction alarm. The iab was inspected externally and seemed normal, but it was found that the iab had migrated after taking x-rays. There was no patient harm or adverse event reported.